Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during a gastroscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, a single biopsy was taken. While opening the jaws again, it was noticed that the device pull wires were broken. No fragments of the device fell into the pt. The device was removed from the pt and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B)(4).